Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism of a bd¿ insyte autoguard did not work, resulted in a needle stick incidence after use. Patient was seen in ed within 30 minutes of exposure, and lab works were drawn.

Event description:
It was reported that a safety mechanism of a bd¿ insyte autoguard did not work, resulted in a needle stick incidence after use. Patient was seen in ed within 30 minutes of exposure and lab works were drawn.

Manufacturer narrative:
Investigation: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated. During DHR review all challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the alleged defect. There were no reject activity findings relevant to the alleged defect associated with the lot number provided for this incident, as no there was only 1 non-related qn initiated for this lot.